Event description:
The user facility in (B)(6) reported during vitreous surgery, the cutter stopped cutting; however, aspiration continued. No pt injury reported.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 4, see 1920664-2013-00388, 00390, 00391.